Manufacturer narrative:
The lead was retained by the hospital and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead had a small pericardial effusion and pneumothorax. The pocket was reopened and due to the pneumothorax a chest tube was necessitated. This lead was successfully explanted and a new lead was placed. It was reported the patient was doing well post procedure. No additional adverse patient effects were reported.